Event description:
It was reported that this left ventricular (lv) lead was hanging and presenting a in the pacing impedance dropped measurments. Physician plans to go in and either reposition or explant the lead, however, to this day it hasn't taken place. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was hanging and presenting a in the pacing impedance dropped measurements. Physician plans to go in and either reposition or explant the lead, however, to this day it hasn't taken place. The lead remains in service. No adverse patient effects were reported.